Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was determined that the cause of the reported issue was due to a loose internal connection of the therapy connector assembly to the therapy pcb assembly, designator p23 to the corresponding j23 connector. After reseating the connection, normal device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that their device would not recognize a patient connection through the defibrillation therapy cable. Without this recognition, the device would not have the ability to charge and deliver defibrillation energy. There was no report of any patient use associated with the reported issue.